Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 3.7; lab: 2.9. Pt's therapeutic range: 2.0-3.0 inr.